Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, due to clogging of nozzle, air/water supply volume does not meet specification. In addition to the findings reported, the following non-reportable malfunctions were identified: due to deformation of the up/down knob, water tightness was lost/the adhesive is peeling on the rubber, insulation resistance value at distal end does not meet specification/the bending angle in up direction does not meet specification, due to elongation of angle wire/abnormal sound on the up/down knob caused by damage/adhesive cracked and worn/the knob is corroded and scratched, and scratches on various parts of the device. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there evis lucera elite colonovideoscope had poor air and water supply. There was no patient harm associated with this event. During testing and inspection of the returned device, there was a foreign object found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. An attempt was performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.